Event description:
It was reported that the customer was hospitalized due to kidney stones and uncontrollable blood glucose levels. The reported blood glucose reading at the time of the call was 276 mg/dl. The customer stated that she treated her blood glucose with a bolus delivery of 2.45 units. The customer was too tired to troubleshoot at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.